Event description:
Drive devilbiss healthcare is the initial importer of the device which is a patient lift. We became aware of the incident by a legal notice. We have been unable to acquire information and return of the device for evaluation. The patient was being transferred with the device when she fell to the ground. She hit her head and reportedly broke her hip and ankle. She was returned to bed without medical evaluation.